Event description:
Complainant alleged that while attempting to treat a 60-year-old male patient, the device displayed a "internal system error" message. Complainant did not indicate that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and final system testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log confirmed that the device experience a soft reset; however, the unit returned to normal operation without further incident. It's important to mention the device is designed to perform a soft reset if it encounters an undesired circumstance as recovery. It appears the device recovered as designed and functioning to specification. No trend is associated with reports of this type.